Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the lens broken when injected in patient eye. The lens had to cut to remove it from the patient¿s eye during initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Four photos were provided. The first photo provided shows half of a lens in a lens case base. Solution appears to be present on the lens. The second photo provided shows a piece of the lens adhered to the lens case lid. At the edge of the photo, the lens case base with a portion of the lens inside, can be seen. The third and fourth photos show the closed lens case and a carton. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, the lens is broken and clinical solution appears to be present on the lens. However, it was reported the lens was inserted and removed, and without an evaluation of the physical sample it is difficult to make a final determination. The root cause cannot be determined based on available information. Associated products were not provided. It is unknown if qualified products were used. The instruction for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).